Manufacturer narrative:
Mulitple 510ks : there were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#:k023331, bk050036. Investigation summary: bd received a sample and six (6) photos for investigation. The customer samples and photos were reviewed and the indicated failure mode for 'underfill' with the incident lot was observed. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of 'underfill' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced the whole tube pushing off of the non-patient end of the needle. The following information was provided by the initial reporter. The customer stated: when inserting the tube into the holder, the hcp heard a hissing sound and then felt the pressure releasing.